Manufacturer narrative:
.

Event description:
Reporter alleged that a multiclix lancet splintered off into her finger, is very painful and left a black spot. Reporter stated that she planned on asking her doctor about it at her checkup appointment. No other action or treatment resulted. A request was made for the return of the suspect device.